Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient reported the device taking too long to charge. The patient stated that it is taking them longer to charge and the ins is depleting faster than normal. The patient stated that they charged their implant last week and it is empty. The patient stated that they have been charging the implant since the day prior to the call and the device still isn't charged. The patient stated that while they were charging they had 0 or 4 charging boxes shaded. The patient stated that they would get 4 for a short time then they would go away. The patient was asked to reposition the antenna over the device and attempt antenna locate. The patient was seeing 6 coupling bars, and by the end of the call the patient obtained 8 coupling bars. It was reviewed that the more boxes they have the faster the device will charge. The caller was redirected to their healthcare provider (hcp) to address the device dep letion. No further complications were reported or anticipated. No symptoms were reported. Additional information was received on (B)(6), 2019. The patient stated that they were wondering how long the battery in their body should last. Patient services reviewed. The patient reported that they were having to charge their ins more often having to charge their ins more often. The patient stated that she was now having to charge the ins about every week to every 2 weeks. The patient stated that this was a change as she hadn¿t had to charger the ins this often. There were no reported trauma/falls that could be related to this issue. The patient stated that she had a healthcare provider (hcp) appointment on (B)(6), and would let the doctor know of the events prior to the appointment so the manufacturer representative (rep) could be requested to be there. The patient reported that there was pain in their back. The patient considered this change in therapy sudden. The patient stated that she could tell when the battery was becoming low or when it was depleted because she got the pain back in her back and the lower right leg. No further complications were anticipated/reported.